Event description:
Reporter alleged blood glucose measured 188 mg/dl at 1:09 pm, 310 mg/dl at 1:12 pm, 154 mg/dl at 1:18 pm, 261 mg/dl at 1:28 pm, and 174 mg/dl at 1:35 pm. It was reported the customer was taken to the emergency room (ER) as a result of the high readings where she was hospitalized due to a condition not related to diabetes. Reporter did not state being treated for diabetes however blood work and other tests not related to diabetes were performed. A request was made for the return of the suspect device and replacement product was sent.